Event description:
A medtronic representative received a report from a hospital staff alleging that during a routine verification, prior to a surgery, there was an inaccuracy when using the microscope. No specific measurement was provided. When using the probe, the navigation system performed properly. In trouble-shooting, calibration was performed and the system was working properly. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/23/2015, a medtronic representative, following-up at the site, reported two medtronic representatives performed the navigation system calibration a second time. The system was tested with a doctor present and found to be functioning properly. It was explained to the doctor that the microscope they have, zeiss s8, was calibrated according to medtronic requirements and will perform according to its capabilities and features. No parts have been received by manufacturer for analysis. No further issues have been reported.